Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was repositioned due to dislodgement and loss of capture. Later that day the patient had a hemothorax and the lead dislodged again. It is unclear if this lead was explanted or capped, however an epicardial lead was implanted as a replacement.